Manufacturer narrative:
The t:slim x2 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an inaccurate fill estimate. The insulin gauge updated from +60 to 70 units and remained static. Reportedly, the customer continued using the cartridge for insulin therapy. The customer's blood glucose (bg) level was 300mg/dl. In addition, the customer also experienced a bg level of 55 mg/dl, due to overcorrecting for carbohydrates consumed. The customer consumed carbohydrates to address bg level.